Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation is still in progress. When the evaluation is complete a supplemental report will be submitted.

Event description:
It was reported that a pump keypad will output the number 5 key (mno) when you press the number 8 key (vwx). It was also reported there was no pt injury.